Event description:
It was reported that an all-in-one eva container had a disk floating inside the bag. The floating disk, approximately the size of a paper-hole-punch, was identified by a pharmacist during the final visual check of a compounded product. The product that was compounded was total parenteral nutrition. There was no patient involvement; there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified a piece of a blue plastic inside the bag. The cause of the particulate matter was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.